Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no audio from the mx40. It is considered that the issue was found during use. There were no reports of a patient injury or harm.